Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the device was overheating. No additional event or patient information is available. The complaint device was returned for evaluation. An external visual inspection was performed and it passed. The receiver passed the charge and boot testing. The receiver logs were downloaded and reviewed finding no errors related to the complaint. The receiver functional test was performed and it passed all the relevant testing. The receiver case was opened for interior visual inspection and it passed. The reported event of an overheating receiver could not be confirmed.  The root cause could not be determined.